Event description:
It was reported that the date and time on 10 cics on the network were changing constantly. The red resource indicator was also being displayed. Investigation by engineering revealed that the issue was caused by an unexpected action by the solar 9500 device. The cic time master sent out the daily synchronization request to the unity network. A solar 9500 on the network also sent out a time change request to the unity network. Over the course of the next couple hours, these devices alternately sent out time change requests on the unity network. This pattern of the time master and the patient monitor changing time and receiving one or more time changes reflected back from the cics on the network continued unabated until it was manually arrested. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.